Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated sys error 002, task 40 had repeatedly occurred during pt runs on the axsym analyzer. The errors began after drugs of abuse (doa) assay disk version 8.0 was installed to have disabled the axsym. The customer was instructed to power down the analyzer weekly to prevent software issues, and to reinstall the sys software and reboot the analyzer. Abbott field svc was dispatched to replace the analyzer hard drive and reload the software to resolve the issue. No impact to pt mgmt was reported.